Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9676 with an unknown serial/batch number was received for investigation. Functional testing was not performed due to the returned ar-9676 angled reamer shaft being stuck inside an ar-9597-10 and cannot be moved freely. Visual inspection noted signs of wear on the device. The most likely cause is attributed to misuse due to interference with the mating instrument.

Event description:
On 07/18/2024, it was reported by a sales representative via sems-(B)(4) that (qty. 2) of an ar-9597-10 angled reamer sleeve, 10° and (qty. 2) of an ar-9676 angled reamer, drive shaft were all cold welded with each other. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.